Event description:
Surgery of osteosynthesis of the clavicle fracture was being done and there was a breakage of the screw head sk 3514-xx-2 when implanted, leaving the body of the screw within the patient.

Manufacturer narrative:
Due to the limited information available, the root cause cannot be identified. Detailed information is not available. On request to the distributor (initial reporter), it was found that due to past events, the user could not provide adequate information or the explant. It is also not possible to provide information for the clear identification of the implants. Since the reporting by the distributor/user also includes 4 cases, it is not possible to assign the few pieces of information. In at least one case, the indicated screw does not fit the noted indication. This is a late report due to a CAPA action.